Manufacturer narrative:
(B)(4). Batch # r94r42. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, an image was provided of an harhd instrument in use laparoscopic. A closer look at the jaw interface identifies that the blade of the instrument is damaged; broken. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a duodenal switch, the blade broke off. The surgeon had transected the staple line the finishing part of the staple line for the duodenum where there were some staples that were left over. He was then using the harmonic to make holes for the anastamosis for the duodenal ileoleum junction. And when he was using the harmonic to create the hole for the proximal duodenum the tip broke off in the patient. The tip was retrieved from the patient. Case completed with another device of the same product code. There were no patient consequences reported.